Event description:
It was reported that a during the treatment of a right internal iliac, the internal iliac was difficult to access but, was successful. The coil was inadvertently retracted into the lumen of 4f 65cm glidecath. Upon next fluoro image, the coil was detached inside the catheter and partially protruding through tip of the catheter into common iliac. A snare was successfully used to retrieve the coil. No harm or consequence was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device has not been returned to date. However, it is said to be in route to our facility. The root cause of this complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.